Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise was measured to be 66.2°f. The rate of temperature rise was above threshold at 6.1°f/sec. The likely cause was identified as worn bearings due to inadequate preventative maintenance. It was also noted that the cable was cut. This type of failure is associated with (B)(4). The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 96 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with no reported malfunction. It was reported that there was no patient involvement since the drill was found defective during a routine evaluation. Repair escalated to product event on evaluation due to overheating.